Manufacturer narrative:
Additional information:lot number and manufacture date provided. Correction: unique device identification(UDI) updated to proper value.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No part returned for analysis.

Event description:
Medtronic received information regarding a navigation system outside of a procedure. It was reported that the seeker was damaged. There was no patient present.

Manufacturer narrative:
The ostium seeker was returned to the manufacturer for analysis. Analysis found that the seeker was in good condition with no physical damage. The seeker verified and operated successfully. No failure found with device. If information is provided in the future, a supplemental report will be issued.